Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform the occlusion test due to prime anomaly. The insulin pump was monitored in 50c oven for several days and no blank display noted during testing. No damage found on the lcd isolation tape noted during testing. The insulin pump was received with normal operating currents. No unexpected failed battery test alarm or battery out limit noted during testing. However, moisture damage found on the lcd board. The insulin pump was received with cracked display window corner, reservoir tube lip, belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that insulin pump had a blank display. The customer reported that they received a battery out limit alarm. The customer's blood glucose was 425 mg/dl at the time of incident. The customer's blood glucose was 186 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was damaged. The customer was advised to clean the battery cap with cotton swab with alcohol. The customer stated that the display returned. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The insulin pump will be returned for analysis.